Event description:
It was reported that the retention pin w/quick-coupl hex 12 short, have failed during an orthopedic procedure. The tip of the retention pin in the power driver broke off in the recess of a 5.0 locking screw during insertion into a femoral retrograde nail. As a result, the screw lost capture and had to be retrieved from soft tissue, after which a new screw was used to complete the procedure. The event did not delay surgery, no fragments were generated, and there were no consequences or impact to the patient. No additional medical intervention was required. Procedure was successfully completed.